Manufacturer narrative:
A service visit was performed. A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the ultrasound did not work during surgery. The surgery was completed after replacing the device. There was no patient impairment. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece met specifications at the time of release. The root cause could not be determined conclusively.